Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a broken buttons and buttons were not working. The customer was assisted with the troubleshooting. It was also stated that the keypads was not responsive properly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.